Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that one grip close cable is broken at the distal idlers. The idler pulley spins freely and was not damaged. The cable segment sticks out at the wrist. The other cables at the wrist are not damaged. Engineering also observed scratches on the surface of the distal pulley. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported during central processing the mega suturecut needle driver instrument was noted to have a broken wire. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.